Event description:
It was reported the camera head image did not appear, no picture. The issue occurred during an unspecified procedure; the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a bad cable unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image did not appear, no picture. The issue occurred during an unspecified procedure; the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.